Manufacturer narrative:
Corrected (h11): please note that the h11 narrative submitted previously contained an invalid user facility reference # (B)(4). It was determined that this reference was improperly constructed by the user facility and used erroneously on a voluntary 3500 form sent to the manufacturer. Please disregard this number as a valid cross-reference. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure for atrial fibrillation, while performing a left atrial appendage excision, the device did not fire as expected; instead of continuous line, it fired intermittently leaving patch of atrium not properly sealed. Another reload was deployed and fired to resolve the issue.

Manufacturer narrative:
Medwatch report no. (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.